Event description:
The lay user / patient contacted lfs alleging an unspecified error message. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The patient was unable/unwilling to answer any additional questions. There is no evidence at this time that the product caused or contributed to an adverse event. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.